Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the reported phenomenon was due to an external force may have been applied to the surface of the acoustic lens. It was assumed that the addition of external forces led to the occurrence of the phenomenon. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection found a deep cut on the c-cap probe pink rubber. The ¿a-rubber¿ was found missing. Seven (7) broken elements were observed on the um (ultrasound image) and the air/water (a/w) channel was observed to be clogged. Peeling was noted on the lg (light guide) unit and plays on control knobs were determined. Based on evaluation findings the reported issue was confirmed. Deep cut was observed on the probe pink rubber. The reported failure most probable cause could be due to use handling and or maintenance issue. This report will be supplemented accordingly following investigations. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required reporting.

Event description:
It was reported that the device red coating is wearing off. There was no patient involvement, no user injury reported due to the event.